Event description:
During final ballooning of the distal end of the excluder contralateral component, the balloon went outside the device into the iliac artery, causing a rupture of the artery. A cook zenith 24x12 converter and 2 bare metal stents were used to seal the rupture. The internal iliac artery was ligated. During the procedure a large amount of blood was lost. The patient received 6 units of blood. At the end of the procedure, the patient was fine.